Event description:
Patient's foot became entrapped between the footboard and bolster resulting in severe laceration and fracture of the left foot 4th toe. The footboard design has three metal protrusions that house bed attachments. These protrusions are on the inside of the footboard facing the patient. The patient sustained an injury on the metal protrusion.